Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the device stopped working. They changed out the cable and power supply, but the unit still did not deliver energy. A new unit with the same cable and power supply was used to complete the procedure. There were no patient effects. The product was returned.

Manufacturer narrative:
Investigation: a visual inspection revealed that the silicon cold jaw boot was detached and not received. The hot jaw heater had signs of clinical usage. The device was bloody. Resistance measurements did not pass specifications. A functional test evaluating the thermal shut-down performance of the unit was performed on the returned device using a reference power supply and cable. The device failed the final test fixture heat up test and did not perform according to specifications during the device activation. The distal jaw tips assembly was opened up and the primary wire was found to be broken. Based upon this observation and the testing, the reported complaint for "stopped working" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).